Event description:
Patient with a history of right knee replacement in 2009. Underwent right knee revision on (B)(6) 2015, using stryker implant. Patient returned for post-operative visit complaining of pain at the site of the right knee surgery. Radiographs were obtained, reviewed by orthopedic, the total knee components are well aligned and well fixed, but a metal wire, most likely from the polyethylene spacer was noted. The patient was taken to surgery on (B)(6) 2015 for removal of the metal wire. Reason for use: right total knee instability.